Event description:
It was reported that the patient was feeling right ventricular pacing at the lead site, which caused chest pain. The lead was capped. A new lead was placed in a septal position and a left ventricular lead was added. With biventricular pacing, the pain and stimulation ceased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.